Event description:
It was reported that the customer smelled smoke in the hospital room, and when they pulled the bed away from the wall, the wall outlet was said to be on fire. The unit was evaluated by a service technician who found no issues with the bed, and it was found the plug had been removed from the power cord and discarded. There were no abnormal readings from the safety analyzer when the unit was inspected. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.